Event description:
The following results were obtained on the same device within a few minutes: 440 mg/dl, 240 mg/dl, and 169 mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.